Event description:
On (b)(6) 2026, Senseonics was made aware of an incident where user received an early Sensor Replacement alert which resulted in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.